Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the needle bellow drain was clogged and was leaking. The fse cleaned and replaced the needle bellows drain tubing. The instrument performed without any leaks. The fse also replaced the pinch valve mount at pinch valve (vl48) as preventive maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported blood leaked from the coulter lh 750 hematology analyzer. The volume of the leak is unknown. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.